Event description:
Reportable based on analysis completed on 12/08/2009. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft kink occurred. The 75% stenosed target lesion was located in the mildly calcified and severely tortuous distal right coronary artery. The lesion was predilated with a 2.25x15mm apex balloon, and a 2.5x16mm taxus liberte stent was implanted. A 3.25x12mm quantum maverick balloon catheter was advanced for post dilation. The balloon was inflated two times at 12 atms each. Intravascular ultrasound (ivus) was performed, and the 3.25x12 quantum maverick balloon catheter was advanced for a third inflation. While advancing the device, the shaft was kinked. The procedure was completed with a 3.25x10mm non-bsc balloon catheter with no pt complications. The pt's condition post procedure was reported to be good. However, product analysis revealed a shaft break.

Manufacturer narrative:
Pt 18 years or older. The device was returned in two pieces. The first piece measured 75 cm from the distal end to the strain relief to the hypotube break location. The second piece measured 67.5 cm from the hypotube break location to the distal end of the tip. The broken ends of the hypotube appear to be compressed, indicating that the device was most likely kinked prior to the break. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).